Manufacturer narrative:
Prosthesis, knee, patellofemorotibial, semi-constrained, cemented, polymer/metal/polymer. Investigation results- the optetrak logic device information is not provided. The cause of the patient¿s pain and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis. No other information is available.

Event description:
It was reported via legal documentation that a patient had an initial left knee arthroplasty on (B)(6) 2017, approximately 5 years, 6 months, later, on (B)(6) 2023 the patient experienced a revision surgery for pain, stiffness, and weakness. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.